Manufacturer narrative:
The customer did not have any level sensor pads remaining to return for eval.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the level sensor pad was easy to peel off and the level sensor would leave from the reservoir easily. The level sensor continued reporting alarm. Usually the level sensor pad would be applied to perfusion system (system_1). The reported issue occurred in the last four cases successfully. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.